Event description:
It was reported that when using the bd pyxis¿ medbank mini cabinet was down, and the user was unable to log in. At the time of the issue, there were no medications required immediate issuance. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the cabinet was down. A field service engineer reseated the cables and replaced the all in one (aio). Performed a cycle count test. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini cabinet was down, and the user was unable to log in. At the time of the issue, there were no medications required immediate issuance. However, there were no delays or adverse events or injuries reported based on this event.